Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak coming from the cassette. This occurred during self-testing of peritoneal dialysis therapy. The patient was not connected to the device at the time of the event. It was discovered that the clamp put a hole in the tubing causing the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.